Event description:
Related manufacturer report number 3006705815-2019-02438. It was reported that when patient presented to the emergency room due to the patient not feeling well, lead infection issue was observed. Patient had an elevated white blood cell count. Patient suspected that infection was not due to the stimulator and patient was receiving effective coverage. The origin of the infection is unknown however meningitis was ruled out. Both leads were explanted as a result to resolve the issue. Patient is currently on antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02438.

Event description:
Related manufacturer report number 3006705815-2019-02438. New information received states that infection issue was resolved. Patient was on intravenous antibiotics for a two day period only. Patient will have a new system implanted in the near future. Patient was stable.